Manufacturer narrative:
During troubleshooting tac checked that the remote monitoring was directly connected to the video system center via sdi by clicking on the menu button and the image on the remote monitor displayed the menu system. When the menu was closed the screen returned to normal but, the scope image was grey. Tac then had the customer connect the scope using a different maj-1430 videoscope cable to see if the issue might have been caused by the cable, this was ruled out and a grey screen was still present. No error messages were reported during troubleshooting. The device was returned to olympus for evaluation and an image issue with the device was confirmed. There was a loss of image with the 180 scope due to a faulty patient board set. It was also observed the software was a 3.01 version and an upgrade to version 4.10 was recommended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac) the evis exera iii video system center experienced blank image on the provation. The reported issue occurred in the operating room, during preparation of use for a diagnostic gastrointestinal procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to the subject device being manufactured before countermeasures were taken for the design change of the op-amp of the dr board (printed circuit board). It was confirmed that the dr board design change was made on april 16, 2018. Olympus will continue to monitor field performance for this device.